Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The complaint was confirmed by failure analysis. The probable root cause is attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend (vse) instrument did not open. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: cutting was being performed when the issue occurred. The issue did not occur after a system fault. The jaws did not open. Since it had completed cutting, there was no tissue was grasped in the jaw, and it was removed. The release key/mechanism was not used to open the jaws. Another instrument was not used to pry open the jaws. There was no unexpected tissue removal. There was no bleeding.